Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e us ventilator was getting an alarm 388 (no o2 dosing possible) during patient use. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: analysis on the log file could not established the exact root cause. Seems that the issue was resolved with a new o2 cell. That and the fact that the customer has reported that the dosing was not affected leads to the conclusion that the issue was either caused by the o2 sensor itself or a lack of o2 sensor calibration.